Manufacturer narrative:
Patient information not available for reporting. This report is for an unknown quantity of unknown 7.3mm screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as (B)(6) 2017, exact date is not known. It is not known if device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with vivigen and an unknown number of 7.3mm cannulated screws in (B)(6) 2017 for an ankle/foot fusion. The surgeon stated that the patient went to a non-union. The surgical plans for revision surgery are unknown. This report is for an unknown quantity of 7.3mm cannulated screws. This is report 1 of 1 for (B)(4).